Event description:
Information was received that reported a pt was seen in the emergency room in 2007 due to hyperglycemia. The reporter stated that one day earlier, they did a site and set change, soon after the pt's blood glucose began to rise. Another set change was performed, however, the pt's blood glucose still continued to rise. When the pt awoke the next day, they were vomiting and her blood glucose read as "hi" on her meter. They were brought to the hospital where they were treated with IV hydration and insulin. Before discharge, they went to remove the current set and the previous one and both were discovered to have the cannula laying atop the skin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.